Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent microintroducer is confirmed; however, the exact cause is unknown. One photograph of a 4.5 fr microez microintroducer was returned for evaluation. An initial visual observation of the photograph showed the microintroducer was bent approximately two centimeters away from the distal tip. Use residue was observed on the distal tip of the device. No details of the bend could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported routine PICC placement was performed in the department, and 2 cases of vascular sheath bending found when mst was used. No other information was provided. This report addresses the first occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported routine PICC placement was performed in the department, and 2 cases of vascular sheath bending found when mst was used. No other information was provided. This report addresses the first occurrence.